Event description:
The customer received questionable results for (B)(6) patient samples over multiple immunoassays. Of those (B)(6), data was provided for eight patient samples. The assays were intact human chorionic gonadotropin + the beta subunit (hcg+b), thyrotropin (tsh), free thyroxine (ft4), n-terminal pro b-type natriuretic peptide (pro bnp) and troponin t short turn around time (tnt stat). Results are in the following units: hcg+b is in miu/ml, tsh is in uiu/ml, ft4 is in ng/dl, pro bnp is in pg/ml and tnt stat is in ng/ml. Patient 1 had an initial hcg+b result of 0.100, accompanied by a data flag. The sample was repeated at a 1:100 dilution on the same analyzer and generated a result of 73856, accompanied by a data flag. Patient 2, (B)(6) male: had an initial tsh result of 0.021, accompanied by a data flag. The sample was repeated on the same analyzer and generated a result of 2.26. Patient 3, (B)(6) male: had an initial tsh result of 0.019, accompanied by a data flag. The sample was repeated (B)(6) 2013 on another cobas e601 analyzer and generated a result of 1.55. Patient 4, (B)(6) female: had an initial ft4 result of 0.023, accompanied by a data flag. The sample was repeated (B)(6) 2013 on another cobas e601 analyzer and generated results of 1.22 and 1.25. Patient 5, (B)(6) male: had an initial pro bnp result of 5.00, accompanied by a data flag; and an initial tnt stat result of 0.010, accompanied by a data flag. The sample was repeated (B)(6) 2013 on another cobas e601 analyzer and generated a repeat pro bnp result of 1377; and a repeat tnt stat result of 0.024. Patient 6, (B)(6) male: had an initial tsh result of 0.020, accompanied by a data flag; and an initial ft4 rseult of 0.023, accompanied by a data flag. The sample was repeated (B)(6) 2013 on another cobas e601 analyzer and generated a repeat tsh result of 2.97; and a repeat ft4 result of 1.02. Patient 7, (B)(6) male: had an initial ft4 result of 0.023, accompanied by a data flag; and an initial tsh result of 0.025, accompanied by a data flag. The sample was repeated (B)(6) 2013 on another cobas e601 analyzer and generated a repeat ft4 result of 1.22; and a repeat tsh result of 1.36. Patient 8, (B)(6) male: had an initial tsh result of 0.022, accompanied by a data flag; and an initial ft4 result of 0.023, accompanied by a data flag. The sample was repeated (B)(6) 2013 on another cobas e601 analyzer and generated a repeat tsh result of 3.74; and a repeat ft4 result of 1.17. All of the initial results were reported outside of the laboratory. The customer believed the repeat results to be the correct results. There was no adverse event. The customer noted that they had received various liquid level detection alarms the day the samples were run. The customer determined the issue was because the sample gate hinge was broken and the sample/reagent probe was catching and mis-sampling. The lot number for the hcg+b reagent in use was 16758402, with an expiration date of (B)(6) 2013. The lot number for the tsh reagent in use was 170369, the expiration date was not provided. The lot number for the ft4 reagent in use was 169440, the expiration date was not provided. The lot number for the pro-bnp reagent in use was 168452, the expiration date was not provided. The lot number for the tnt stat reagent in use was 17016701, with an expiration date of (B)(6) 2013. The field service representative found that there was a mechanical failure cause by a broken hinge on the cover table assembly. He replaced the cover table assembly. He also performed a sample/reagent probe alignment and sample/reagent probe liquid level detection voltage adjustment. The customer performed calibration and qc. The calibrations passed and qc was within the established range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.